Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. The customer changed the battery but keypad anomaly persisted. No significant events leading to the alarm. Blood glucose value was 14 mmol/l. The insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had intermittent act button response due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.